Manufacturer narrative:
Evaluation: we do caution in our physician reference manual that the outcome of aaa repair utilizing an endovascular graft is dependent upon accurate pre-procedure measurements and knowledge of the patient's anatomy. Good angiography and CT imaging are paramount for accurate planning. Careful evaluation of the patient's anatomy from the distal thoracic aorta to the superficial femoral arteries should be made. No product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by migration of the device due to the patient's adverse anatomy.

Event description:
Patient underwent aaa repair in 2006. One main body graft and two iliac leg grafts were placed. Patient had very tortuous iliac arteries so converted to aorto-uni using one converter graft and one main body extension graft and one occluder. On the one month follow-up, there was a type ii endoleak at 5.5 cm. At 6-month follow-up, the type ii endoleak persisted and aneurysm was at 5.7 cm. At the 9-month follow-up, the type ii endoleak was still there and the aneurysm was now at 6.1 cm. At the 18-month follow-up, the type ii endoleak was still persistent and the aneurysm was now at 7.3 cm. Incontinuity of the left iliac leg graft showed a possible type iii endoleak. In 2007, physician placed a renu device. There was a good distal seal of the iliac leg graft, but due to tortuosity of patient's iliac, physician decided to place another manufacturer's stent where the renu graft overlapped the proximal portion of the iliac leg graft. At this time patient is doing well.